Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced successfully. The patient was in stable condition post procedure.